Event description:
Provider left the jada in place for 2 hours and then removed, after removal the patient bleed approximately 1500ml of blood in 15 minutes [device ineffective] performed an ultrasound which showed clots but left the jada in place [device use issue] case narrative: this spontaneous report originating from united states was received from a registered nurse via clinical account specialist (cas), referring to a female patient of unknown age. The patient medical history included uterine atony, pregnancy, abnormal postpartum uterine bleeding, cesarean, patient had history of 3 gravida and 3 para. The concomitant medications and past drug reactions/allergies were not reported. This report concerns 1 patient(s) and 1 device(s). On unknown date, the patient underwent insertion with vacuum-induced hemorrhage control system (jada system) (lot #, serial # and expiration date were not reported) via vaginal route for post-delivery vaginal hemorrhage. On an unknown date, the patient had vaginal bleeding, the provider did a manual vaginal sweep, inserted the vacuum-induced hemorrhage control system (jada system), performed an ultrasound which showed clots but left the vacuum-induced hemorrhage control system (jada system) in place (device use issue). Provider left the vacuum-induced hemorrhage control system (jada system) in place for 2 hours and then removed, after removal the patient bleed approximately 1500ml of blood in 15 minutes (device ineffective). Provider took the patient to the operating room for a d&c (dilatation and curettage) however the provider ended up performing a hysterectomy. The invasive placenta was suspected with accreta. Patient was admitted to intensive care unit. Estimated total blood loss at delivery was 795 ml. It was reported that the blood products required during peripartum period was 7 units of packed rbcs, 3 units ffp, 1-unit platelets, multiple doses of albumin over the entire course. Uterine atony was the suspected cause of postpartum hemorrhage. Prior to jada, patient received oxytocin per protocol, txa with second dose and methergine given intramuscularly. Jada was used for 2 hours, and it could not control the bleeding. The patient sought medical attention. Therapy with vacuum-induced hemorrhage control system (jada system) was withdrawn. The outcome of the events was unknown. The causality assessment was not reported. It was unknown if the vacuum-induced hemorrhage control system (jada system) was available for evaluation. For vacuum-induced hemorrhage control system (jada system), the lot number and the serial number were not available. Upon internal review, the event device ineffective was determined to be serious due required intervention (devices). When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury. This is a new safety report and has been created due to safety report (B)(4) having been submitted with an incorrect ird 24-jan-2024. Case# (B)(4) will be nullified. The new case# (B)(4) created with correct ird 23-jan-2024 and will be kept as the master case file.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.